Event description:
Customer reports to have heard a noise and pump began to vibrate. Customer reports to have received a button error alarm and was not able to clear due to unresponsive buttons. Customer also reports that plastic on insulin pump was cracked. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to a corroded lcd board. No button error alarms were noted. No unexpected constant audio alarm or vibration anomaly was noted. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.